Manufacturer narrative:
The investigation into the vascular damage - great vessel issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the vascular damage - great vessel was not determined since the relationship to the impella is unknown and there are limited clinical details about the dissection.

Event description:
The user facility reported a 80-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a patient suffered an aortic dissection during impella cp support. It was noted via contrast imaging during a supported percutaneous coronary intervention, that a dissection was present in the ascension to the aortic arch. It was unknown when the dissection occurred. A stent was placed to treat the dissection and the patient's hemodynamics quickly stabilized. The pump was subsequently explanted following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿